Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged filter turning black. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report the box e fields are missed to captured. In this report box e fields has been updated.